Manufacturer narrative:
(B)(4). An empty labeled winding former and a needle/suture broken in two section of product code vcp602 were received for evaluation. During the visual inspection of the sample, the strand was received broken in two section and the suture ends present body fluids, marks and damaged caused appears to be by use of a surgical instrument could be observed. The manufacturing records couldn't be reviewed as the batch number is unknown. Due to the sample condition, the assignable cause of performance breakage suture, was an improper handling.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was broken easily when pulling after passing a needle through the tissue by interrupted suturing. There were no adverse consequences to the patient.